Event description:
A distal radius fracture treated with the bonebridge salgina device in solothurn, switzerland, resulted in implant failure six weeks postoperatively due to extensive screw dislocation. The patient is a 67-year-old woman without a diagnosed osteoporosis, however exhibiting poor bone quality, which contributed to the failure. Additionally, patient non-compliance was identified as a factor. Details from the surgical report provided by the operating surgeon: the patient sustained a displaced multifragmentary intra-articular fracture of the left radius on (B)(6) 2024. Open reduction and palmar plate osteosynthesis of the distal left radius was performed on (B)(6) 2025, using the salgina. During the procedure, the bone was observed to be very soft; however, intraoperative imaging confirmed proper fracture reduction and correct implant positioning. Postoperatively, the wrist was immobilized with a splint, which was later replaced with a forearm cast for six weeks. Weight-bearing and resistance exercises were restricted during this period. The six-week postoperative follow-up on (B)(6) 2025, revealed screw loosening and full fracture displacement, accompanied by a dorsal tilt of approximately 20° and an ulna-plus deformity. The patient reported minimal pain but admitted to occasional unintended loading of the hand, such as supporting herself while getting up and using the railing when climbing stairs. There were no wound complications, and sensitivity and motor function remained intact. The surgeon concluded that the distal radius had completely dislocated, primarily due to the patient's poor bone quality. The surgeon stated that in retrospect, a temporary wrist-spanning arthrodesis would have been advisable. However, since intraoperative positioning was correct and the screws initially provided adequate fixation, this step was not taken. Despite cast immobilization, complete dislocation occurred, influenced by the patient's mal-compliance. The wrist was re-immobilized. Revision surgery is planned.